Event description:
The customer reported a service code warning after replacing a depleted battery, and the asi is flashing red. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported a service code warning of 'battery voltage' after replacing the battery, and the asi is flashing red. The previous battery was depleted and the maintenance schedule is reported as monthly. Communication with the customer found that the pads were not attached when customer called in. He is not sure if they have been unplugged the entire time or if they were unplugged when left for him. Discussed proper maintenance and cleared the service code warning. Confirmed the device is functioning as designed, and the device can remain in service. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.